Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, they were contacted by a patient's parent who experienced no audio output on (B)(6) 2014.